Event description:
It was reported the device had a leakage problem. No patient injury was reported.

Manufacturer narrative:
No lot or serial numbers were communicated; device expiration date and device manufacturing date not available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) photo was attached to the complaint created. The photo was used to conduct the device analysis. No leaks can be observed fleeing from the product, thus, the failure mode reported was not confirmed. No physical testing was performed because no sample was returned. No root cause was determined, and no corrective actions are required since the complaint was not confirmed. No problem found. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information: b5, corrected data: h6 - health effects codes.

Event description:
Additional information was received: it is unknown, if this was discovered prior to patient use or if there was patient involvement.